Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door repeatedly failed when removing medication, specifically at the section where intravenous (IV) bags were stocked. The field service engineer (fse) cleaned the contacts on the mini switches and secured the connections, after which the functionality was tested and confirmed to be operating correctly. It was further observed that the intravenous bags were exerting pressure against the door panel, which was identified as a possible cause of the failure. The pharmacy team was informed, and corrective action was planned to prevent further occurrence. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.